Event description:
It was reported that the patient experienced a low blood glucose while using a dexcom g7 with the ilet system, with the lowest cgm reading of 48 mg/dl and a meter value of 58 mg/dl, and the patient self-treated with one glucose gel and approximately 2 oz of orange juice; the cause was unclear and device problem and component information were insufficient. Symptoms included hypoglycemia with associated hot flashes or flushing. Outcomes included medication intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information regarding a device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.